Event description:
Event description boston scientific received information that eight days post-implant this right ventricular (rv) lead of a single chamber pacemaker became dislodged and unable to capture the myocardium. The dislodgement and the inability to capture was verified during the wound check visit, and the patient reported he was more active then he should have been. The patient was not symptomatic with the clinical observations. The lead was unable to be repositioned during the revision procedure the following day, due to failure in the extension/retraction mechanism of this positive fixation lead and was explanted. A new lead was successfully implanted and was reported to be functioning well and the former lead will be returned for analysis.